Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor reading was 43 mg/dl while the blood glucose reading was 85 mg/dl and the threshold suspend was triggered. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.